Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer experienced a hardware failure. One drawer failed, and troubleshooting steps including system reboot and recovery were attempted; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) worked with the customer over the phone to resolve the issue. The fse performed remote fix and customer tested the device. The system functioned as intended after the field service engineer investigated the issue.